Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. The device was used for an off label indication as it was implanted to treat pain. (B)(4).

Event description:
Oh, m.y., abosch, a., kim, s.h., lang, a.e., lozano, a.m. Long-term hardware-related complications of deep brain stimulation. Neurosurgery. 2002; 50(6): 1268-1274; discussion 1274-1266. Summary: to determine the incidence of long-term hardware-related complications of deep brain stimulation (dbs). Long-term follow-up reveals that hardware-related complications occur in a significant number of patients. Factors that lead to such complications must be identified and addressed to maximize the important benefits of dbs therapy. Reported events: one male patient with deep brain stimulation (dbs) for pain had ineffective stimulation for pain relief and requested that his hardware be removed eight months after dbs placement. Follow-up was therefore discontinued. The source literature included the following device specifics: lead model 3387, extension model 7495 and either implantable neurostimulator itrel ii or the x-trel receiver. Further information has been requested; a supplemental report will be submitted if additional information is received.